Manufacturer narrative:
This supplemental report is being submitted to cross reference associated MFR. Report numbers and provide additional information. On may 23, 2016 olympus received medwatch forms ((B)(4)) which reported that two patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures using duodenovideoscope (tjf-q180v/sn. (B)(4)) and allegedly developed carbapenem-resistant klebsiella (crk). It was reported that one of the patients had expired. On may 27, 2016 olympus received medwatch forms ((B)(4)) which reported that six patients underwent endoscopic retrograde cholangiopancreatography (ercp) procedures using duodenovideoscope (tjf-q180v/sn. (B)(4)) and allegedly developed carbapenem-resistant klebsiella pneumonia. The reporting facility indicates that they are supplementing a report to provide additional information for the six patients; however, we can't determine, based on previous information, whether or not we submitted these reports; therefore, olympus has submitted these as initial reports. In the same eight medwatch reports the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiella pneumonia. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenovideoscope approximately within a three month period. These were reported as mdrs previously. Based on the information received, olympus submitted eight initial mdrs to account for the reported events. Please cross reference MFR. Report numbers: 2951238-2016-00501, 2951238-2016-00502, 2951238-2016-00503, 2951238-2016-00504, 2951238-2016-00505, 2951238-2016-00506, 2951238-2016-00514 and 2951238 - 2016 ¿ 00515. Please also cross reference remaining MFR. Report numbers: 2951238-2015-00064, 2951238-2015-00065, 2951238-2015-00066, 2951238-2015-00067, 2951238-2015-00068, 2951238-2015-00069, 2951238-2015-00070, 2951238 - 2016 - 00431, 2951238-2016-00434, 2951238-2016-00436, 2951238-2016-00437, 2951238 - 2016 - 00439, 2951238-2016-00440, 2951238-2016-00441 and 2951238-2016-00443.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the reported event could not be determined. Cross reference MFR. Report numbers: 2951238-2015-00064, 2951238-2015-00065, 2951238-2015-00066, 2951238-2015-00067, 2951238-2015-00068, 2951238-2015-00069, 2951238-2015-00070. On april 21, 2016, olympus received a journal article, authored by physicians and professionals affiliated with ucla, which indicated that between october 3, 2014, and january 26, 2015, a total of 125 procedures were performed on 115 patients. Among these patients, 15 patients reportedly became either actively infected or colonized with cre, as those terms were defined in the article. Of the fifteen reported patient infections, eight were classified by the authors as actively infected and the remaining seven were classified as colonized with cre. Olympus is filing this report on the eighth patient reported to have been actively infected with cre (since seven reports were filed in 2015). Seven reports will be filed for the journal article report of seven colonized patients. The following manufacturer report numbers are for the seven colonized patients as referenced in the article. 2951238 - 2016-00431, 2951238-2016-00434, 2951238-2016-00436, 2951238-2016-00437, 2951238 -2016 ¿ 00439, 2951238-2016-00440, 2951238-2016-00441 and 2951238-2016-00443

Event description:
On (B)(6) 2016, olympus received a voluntary medwatch report (B)(4) relating to eight patients reportedly infected with carbapenem-resistant enterobacteriaceae (cre) after undergoing an endoscopic retrograde cholangiopancreatography (ercp) using an olympus tjf-q180v duodenovideoscope. The medwatch report stated that these infections were not initially reported by the facility as there was no indication that the infections were device related. The medwatch report stated that cre infection was later identified and investigated by the infectious disease department. The report states that the investigation did not identify any issues with a medical device until after all the cases were investigated and trends were identified with two duodenovideoscopes. Originally, on (B)(6) 2015, olympus was informed that seven patients were infected with cre after undergoing an ercp using one of two tjf-q180v duodenovideoscopes. The eighth patient identified in medwatch report number (B)(4) is an additional reported infection that was not reported to olympus in (B)(6) 2015.